Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(unselect company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of piping tube inside device is damaged and gas leak occurs was confirmed. Based on the results of the investigation, it is likely that the cause was not a damage of piping tube but gas leakage inside device occurred due to the first pressure reducer failure. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the piping tube inside the insufflator was damaged and gas leak occurred. The event occurred during the therapeutic total laparoscopic hysterectomy and it was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.